Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message e315 was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light guide plug of the colonovideoscope was leaking. The issue was found during diagnostic procedure. The procedure was completed with a similar device. There was a procedural delay of 15 minutes. The patient was not under sedation when the issue occurred. The cleaning, disinfection and sterilization (cds) process followed onsite includes manual cleaning and use of reprocessor. The cds was performed by strictly following the instructions for use. The device was returned and an evaluation at the repair center revealed, e315 (unsupported scope) error occurred. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a crack on plug unit, water tightness was lost. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction to information regarding patient sedation and additional information. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The patient was under sedation for 20 minutes. The field service engineer suspected it was the disinfectant and ambient temperature that caused the problem.